Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The promus stent (part#1009539-28b/lot#0070141) is being filed under a separate manufacturer report number. In this case, there was no reported product deficiency. The reported restenosis is a known adverse event listed in the vision instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a totally occluded in-stent stenosis of a vision stent in the left anterior descending artery (lad). Pre-dilatation was performed with a 1.5 mm balloon over the bmw guide wire without issue. The 2.5 x 28 mm promus was advanced, but resistance was observed on the guide wire, prior to entering the patient, so an attempt was made to remove it to wipe down the guide wire. While pulling it off of the guide wire, the distal shaft of the promus delivery system separated and the stent was pulled off. Both devices were removed together and a new guide wire and a new stent were used to complete the procedure. There were no adverse patient effects. No additional information was provided.